Event description:
The valve was implanted in 1999. Some weeks after implantation, a "pillow" was felt around the valve. When explanted in 1999, cerebrospinal fluid was seen around the valve. There was a pin hole at the delta chamber. The device was not attached with sutures.